Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during an upper endoscopy procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, a total of three routine biopsies were taken from the g.e. Junction for post emr (endoscopic mucosal resection) surveillance. No patient complications, bleeding and/or device malfunctions were reported. However, post procedure, excessive bleeding occurred within the patient. Subsequently, the patient reported to another hospital's emergency room (ER) the following day, where four units of blood were transfused and the bleed site was cauterized. The patient's current condition was reported as being fine. It is not known whether the patient was on any anticoagulants, or any other medications, prior to the procedure.

Manufacturer narrative:
The exact date of the bleeding event is unknown; however, it's reported that the patient visited the emergency room (ER) on (B)(6) 2012. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).